Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blast result generated by coulter lh750 hematology analyzer that did not flag for one patient sample. The erroneous result was reported out of the laboratory. A manual differential was performed and 6% blast cells were seen. A corrected differential report was sent out. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within the established ranges with respect to accuracy and precision. The raw data analysis revealed the sample was not significantly abnormal to trigger a blast flag. Bci does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. Service was not dispatched for this event.